Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a peripheral intervention with antegrade approach using a 6f sheath. Reportedly, the suture was used to achieve hemostasis. When using the suture trimmer to cut the suture after knot advancement, the gate of the trimmer became stuck. The operator worked at getting the tail of the suture out as it was caught. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The difficult to remove was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties and the subsequent treatment appears to be related to procedure circumstance. In this case, it is likely there was tissue interference caused during cutting that affected the release of gate or the suture was not fully cut. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.